Event description:
A customer reported receiving a battery icon on his precision xtra meter and that the screen went blank. Customer reports feeling faint then having a diabetic seizure and falling into the bathtub. The paramedics were called in for assistance and treated customer with IV solution. Customer also reports hurting his back and leg due to the fall. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.